Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). IV pole clamp is broken. Charger will not plug in. (B)(4). Physical damage. Customer stated broken / damaged was confirmed. Broken pole clamp, replaced it a new pole clamp assembly. Broken ac adapter, replaced it a new ac adapter, broken drive module on channel a, replaced it a new drive module on channel a. (B)(4).